Event description:
The patient reported that she was in too much pain to have a conversation. The phone was handed to her husband. She was in pain from the implant surgery on (B)(6) 2016 additional information received from the patient on (B)(6) 2016 reported that she was doing better. She was on strict bed rest for 10 days. Initial voiding problems of retention were mentioned but it was noted that she was voiding at the time of this call. It was also noted that her right toe would bounce around on and off since implant. The patient was redirected to her healthcare provider (hcp) and it was noted that she had not yet scheduled a follow-up appointment. Indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.